Event description:
The drill must be registered with the medtronic navigation system to track the device. During the case, the m8 drill unregistered itself and the surgeon could no longer track it with the navigation system. The surgeon was able to finish the case without the device. No harm was done to the patient. The representative stated it was still under warranty, and he did not think it could be fixed. We took the malfunctioning drill out of circulation.